Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.